Event description:
It was reported that during a routine device change out the setscrew would not unscrew and the atrial lead was damaged while pushing it out of the pulse generator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.